Event description:
During a cerebral angiogram in the angio suite, the vasoseal closure device was used. While deploying the vasoseal closure device, the retaining wire on the guide cath broke off. All parts were removed and pressure applied. Hemostasis was achieved and pt left the suite with no immediate complications.